Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce error code e315. A review of the device history record found no deviations that could have caused or contributed to the error message. The device shipped according to specification. Based on the results of the legal manufacturer's investigation, it is likely the error message may have been caused by water ingress inside the device, failure of the image sensor unit, failure of the board inside the video connector, or a system malfunction. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning and caution, which may help to prevent the issue: warning: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force." Caution: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction." The device's reprocessing manual provides the following cautions, which may help to prevent the issue: "when attaching the connector cap of the leakage tester to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." "Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device. In addition, service found angulation was reduced due to the angle wires being stretched, the adhesive on the bending section cover was missing and there was a leak, there was a hole in the bending section cover, there was a chip in the distal end cover, the scope connector was cracked due to handling, there was a dent in switch one, and the insulation resistance was out of specification due to damage to the camera cover. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during preparation for use, error code e315 (scope error) occurred on the subject device. There was no harm or user injury reported due to the event.